Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that (B)(6) ago this patient who was implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode which prompted a echogram. At that time, vegetation was found and subsequently, (B)(6) later, the system was extracted for infection.